Event description:
Follow up information identified x-rays were taken and confirmed lead migration. The patient underwent surgical intervention on (B)(6) 2017 where the lead was repositioned. The patient is now receiving effective stimulation coverage.

Event description:
It was reported the patient is experiencing ineffective stimulation. Reprogramming was unable to resolve the issue. X-rays are pending and surgical intervention may be pending to address the issue.